Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, two heartstring seals cracked while loading the seals into the delivery tube. The surgeon used the second cracked heartstring seal to complete the procedure. No pt complications were reported by the hosp.